Event description:
It was reported that the patient underwent a surgical procedure and mesh was implanted into the patient. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with laparoscopic assisted vaginal hysterectomy, cystoscopy with hydrodistention, and instillation of bladder cocktail.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported by an attorney that the patient underwent an in-office mesh trimming on (B)(6) 2011.

Manufacturer narrative:
It was reported that following insertion of the mesh on (B)(6) 2010, the patient experienced stress, discomfort, painful intercourse, recurrent worsening incontinence, elevated blood pressure, irritable bowel syndrome, mesh exposure, chronic hives and heavy scarring. It was reported that patient underwent mesh revision on (B)(6) 2011 due to searing pain, discomfort, inflammation and exposure of mesh. It was reported that mesh was removed and replaced with another mesh on (B)(6) 2011 the mesh was loosened. No additional information was provided. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-33718. The same patient is represented in each medwatch.